Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure using 9mm ti cannulated humerus nail, the surgeon was unable to insert the ti spiral blade 40mm through the nail on the first attempt for unknown reasons. The surgeon removed the spiral blade, validated the instrument setting and attempted insertion again. The second attempt was successful. There were no fragments generated. There was a surgical delay of ten (10) minutes. The operation was successfully completed. This complaint involves two (2) devices. This report is for (1) ti spiral blade 40mm-sterile for ti humeral nails. This is report 2 of 2 for (B)(4).